Manufacturer narrative:
A ge service representative performed an investigation. The malfunction was verified. The display adapter circuit board was placed on order and will be replaced. No further problems are anticipated once repairs are affected.

Event description:
It was reported that the system 9800 had horizontal white lines running across the display. There was no adverse patient involvement reported. There was no patient information reported.